Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked at the t:lock connection. Customer's blood glucose (bg) was 285 mg/dl. Reportedly, an infusion set change and cartridge change was performed to resume insulin delivery.